Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported separation. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that during removal of the 1.2x6mm mini trek balloon dilatation catheter (bdc) from the dispenser hoop, the shaft was noted to have broken into 2 separate pieces. Another same size mini trek balloon was used to complete the procedure. There was no device use or patient involvement and there was no clinically significant delay in the procedure. No additional information was provided.